Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer would ¿crash¿ during long international flights. Cause was not known. Customer started to disconnect the infusion set tubing during flight take-off/landing and there were no issues on the last flight. Although multiple attempts were made by tandem technical support to contact customer for additional information, customer did not reply.